Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not giving readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise greater than an hour. In addition, early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was potential patient misuse. The reported event of a sensor not giving readings is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.